Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective lid was found during use with a sharps coll 3.3qt red. The following information was provided by the initial reporter, "patient uses 305488. She closed the lid and now it will not open."

Event description:
It was reported that defective lid was found during use with a sharps coll 3.3qt red. The following information was provided by the initial reporter, "patient uses 305488. She closed the lid and now it will not open."

Manufacturer narrative:
H.6. Investigation: a lot number was unknown and a supplier DHR review was not possible. Supplier request the additional information required for a complaint investigation for this issue. No photo of the product or lot number was provided and no additional information related to the type of closure performed by the customer confirming if the lid was placed in close position of if it was accidentally placed in the lock position, which permanent locks the sharps collector closed per product requirements. H3 other text : see h.10